Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (pt: vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a female patient. She was injected during a training session, with belotero® (not further specified), into the lips. After the treatment with belotero®, the patient experienced mild blanching, where she was injected. The injection was stopped, and a treatment with hyaluronidase was initiated. Later, the patient reported back with bruising and mild pain on the left side of her lower lip. The injecting physician diagnosed a vascular occlusion, and a treatment for vascular occlusion was initiated. Multiple vials of hyaluronidase were injected, along with a warm compress, nitropaste, aspirin and celestone 3 mg. Additional outpatient treatment was possibly going to follow. The outcome of the event was unknown.